Event description:
It was originally reported the patient was kicked near her generator site and has since felt pain and would like to have the generator surgically moved to a different location. The surgeon stated he would replace the generator prophylactically. It was later reported the patient underwent prophylactic generator replacement. The system diagnostic results showed the results were within normal limits, indicating the vns was working as intended. When the new generator was placed, diagnostics were checked and were once again found within normal limits. The programming history database was reviewed and was found to contain information from (B)(6) 2015. No anomalies were noted and the diagnostics were found to be within normal limits. It was later reported that during the surgery, the surgeon examined the generator pocket when the old generator was removed and did not notice anything obvious that would have caused the reported pain. The surgeon did dissect and remove a bit of scar tissue and stated the lead ¿might have had a bend that might have caused some discomfort¿. The new generator was placed in basically the same location, though the surgeon did try to elevate it a bit further above the patient¿s ribs. The patient noted the pain was consistently present and not due to stimulation. The surgeon stated he felt the pain was likely due to soft tissue injury as a result of being kicked in that area. The patient reported she was very happy with vns and that it was working very well. The explanted generator is not expected to be returned for analysis. Attempts for additional relevant information have been unsuccessful to date.